Event description:
The customer reported observing a spark and experiencing a shock while attempting to dislodge a card from the waste tray area on the ortho provue analyzer. The customer was not harmed and did not seek medical intervention.

Manufacturer narrative:
An ocd field engineer (fe) found that the read camera visor and the two rings that hold the visor in place were missing. The fe believes the gripper jammed a card onto the visor and when the customer attempted to remove the card, they knocked the visor loose and it arced off the gripper. The fe replaced the fuse on the carousel board and the visor to return the instrument to expected operation. The fe ran a diagnostics test for card reading and transport. The motor movement and initialization results were acceptable. Qc passed. This customer has not logged any similar complaints against this analyzer since this incident. Incident is isolated. (B) (4).